Event description:
It was reported that the patient underwent an explant procedure due to unknown reason. No further information could be obtained.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 15462128/15462128.